Event description:
The information provided to sjm indicated an angio-seal sts plus was selected for use following a percutaneous transluminal angioplasty (pta). The pta was performed in the right common iliac artery due to stenosis. Approximately 2 weeks after the angio-seal had been deployed, the patient experienced ischemic symptoms of the lower extremity and was readmitted to the hospital. An occlusion was found at the puncture site of the femoral artery requiring bypass surgery of the right external iliac, femoral and popliteal arteries. It was unknown as to whether the angio-seal had been inserted too far into the vessel and no pre-deployment angiogram had been performed. The physician commented that the cause of the reported incident was likely related to the procedure and the patient's condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.